Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. Insulin pump also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not working. The customer¿s blood glucose was 132 mg/dl. The location of the damage was back side of pump starting from the lower left portion where the clip passes extending to the far corner where the seam is located. The customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.